Manufacturer narrative:
(B)(4). Device evaluated by MFR: promus premier ous mr 2.75 x 32mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent identified stent damage. Stent strut row 1 from the distal end of the stent was lifted and pulled distally. Distal stent rows 14-16 were damaged and deformed. The undamaged crimped stent od (outer diameter) was measured and was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon was not subjected to any significant positive pressure. A visual and tactile examination of the device found multiple hypotube kinks along the full catheter length. An examination of the shaft polymer extrusion found no issues. The bi-component bond showed no signs of damage or strain. The tip was visually examined and no issues were noted. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 26-apr-2017. It was reported that crossing difficulties were encountered. The 93% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery (lad). After pre-dilatation was performed with a 2.5x20mm balloon catheter, a 32 x 2.75 promus premier¿ drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.